Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported to the manufacturer that the patient has reportedly lost approximately (B)(6) and is experiencing pocket heating at the scs ipg site. Surgical intervention may be taken at a later date to address the issue.

Event description:
It was reported that the ipg is loose in the pocket site, causing heating sensations. Surgical intervention may be pending to resolve the issue.

Event description:
The patient underwent surgical intervention on (B)(6) 2019 wherein the scs ipg was explanted and replaced to a smaller device. The physician also revised the patient's pocket site. The issue was reportedly resolved postoperatively.